Manufacturer narrative:
Thv/tvt registry. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards lifesciences patient registry, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was implanted and explanted the same day. The cause of the explant is unknown at this time.